Event description:
It was reported that this right ventricular lead exhibited out of range impedance measurements and loss of capture (loc). A revision procedure was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.